Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned for evaluation. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 110 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer was in hospital for unrelated illness from (B)(6) 2015. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 105 mg/dl and 105 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/14/2017 and open vial date is week of (B)(6) 2015. The meter memory recalled for fasting test results performed (88 mg/dl is not customer's blood glucose test result - wife's): 1:98mg/dl 10/29/2015 09:49am, 2:90mg/dl 10/29/2015 09:47am , 3:97mg/dl 10/29/2015 09:45am , 4:88mg/dl 10/29/2015 09:43am , 5:278mg/dl 10/29/2015 09:53pm. Adverse event not reported.